Event description:
File #: (B)(4), (B)(6). A peritoneal dialysis (pd) patient advised they went to the hospital this morning due to pain they were having during treatment. The patient advised once they advanced to drain 1 of 2 of treatment there were multiple notice: draining slowly messages. The patient was connected during the incident and as not empty. The blue pin that was closest to the patient was not pushed in. The patient line was not kinked and air bubbles were not discovered. Fibrin was not discovered and the patient was not constipated. The patient line clamp was opened and the tubing set was not kinked. The patient was to complete a continuous ambulatory peritoneal dialysis (capd)/manual drain. The patient cancelled treatment and did not re-setup the cycler. The patient reverted to manuals. The patient was advised to follow up with their peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment and slow drain. Upon follow-up, the pdrn stated the patient has been having issues with the pd catheter (not a (B)(6) product). Per the nurse, the pain during treatment is not related to the cycler or (B)(6)products. The nurse stated the patient¿s pain is due to malfunctioning pd catheter. The nurse stated the patient was seen in the emergency room (ER) for pd catheter malfunction on (B)(6) 2026. The patient received cathflo to the pd catheter and then left against medical advice (ama). The nurse stated while in the ER, the patient did have pd cultures obtained, and peritonitis has been ruled out. The patient subsequently returned to the hospital on (B)(6) 2026 for continued pd catheter malfunction. The patient received cathflo to the pd catheter and received a dialysis treatment in the hospital (details are unknown). On (B)(6) 2026, the patient left the hospital ama again. The nurse confirmed this hospitalization was not related to product in any way and was due to the fact that the pd catheter stopped working. The nurse indicated the patient is scheduled to see the pd catheter surgeon on (B)(6) 2026 as the pd catheter is still not working. The nurse stated the patient is receiving back up hemodialysis until the pd catheter can be restored or replaced. The nurse stated the reported draining slowly issues on the cycler is related to malfunctioning pd catheter and not because of cycler machine malfunction. The nurse confirmed the patient did not have any adverse effects from (B)(6) products. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).